Event description:
A customer reported that when the infusion cannula was opened, bubbles appeared and caused poor visibility during surgery. The cassette was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for eval. A root cause has not been identified. (B)(4).